Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the single leaflet device attachment (slda), and the reported difficult or delayed positioning (leaflet grasping) associated with the difficult grasping, appear to be due to challenging patient anatomy (short posterior leaflet). The reported image resolution poor was associated with difficult visualization. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+ and a short posterior leaflet. It was noted imaging was challenging throughout the procedure. An ntw clip was inserted and deployed on the mitral valve. Grasping and repositioning of the clip were performed a few times before a successful grasp. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.